Event description:
Repeatedly observed potentially false negative abhc results on a pt sample. Comparative testing on a non-j&j method showed reactive results. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.